Manufacturer narrative:
B3: event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device will not approve the cassette being attached. There was no patient involvement and no patient harm/ adverse event reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing verified the issue as the device does not recognize the cassette. The investigation was not able to determine the exact cause of the issue at the time the investigation was completed. It was advised to replace the downstream occlusion (dso) sensor.